Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing inhibition and over-sensing issues. The lead showed noise signals. Patient experienced an asystole. The device was later explanted and replaced. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).